Event description:
Arjo was informed about the incident involving the excelsior floor lift. It was reported that a customer employee smelled melted plastic and found a battery charger with a battery inside with a burned out plug at the charging interface entrance. There was no patient involvement, nor injury sustained.

Manufacturer narrative:
Arjo was informed about the incident involving the excelsior floor lift. It was reported that a customer employee smelled melted plastic and found a battery charger with a battery inside with a burned out plug at the charging interface entrance. There was no patient involvement, nor injury sustained. After the event, the device was evaluated by an arjo representative. During the inspection, the technician noticed that the charger itself looked good and had no damage, but the plug connected to it was half melted. Based on the information provided by the technician, both the lift and the charger are 18 years old (the device was manufactured in 2003) and the cells in the battery are from 2016. Based on information contained in the instructions for use for the excelsior in the "introduction" section: "this product has been designed and manufactured to provide you with many years of trouble free use, however, this product does contain components that with regular use are to wear. Some of these parts are safety critical to the operation of the lifter and will need examining and servicing on a regular basis and must be replaced when necessary.¿ the photos provided by the technician show that dust had accumulated inside the charger where the battery was located. The instructions for use warns the user in the ¿battery charging¿ section to do not expose the charger unit to dust. Additionally, the document informs the user in the ¿general lifter care¿ section that ¿it is recommended that medibo patient lifters, equipment, accessories and slings are regularly cleaned. If the slings, lifters and equipment need cleaning, or are suspected of being contaminated, follow the cleaning and/or disinfection procedures¿. To sum up, the malfunction of the device - melted charger plug occurred while charging the device battery and from that perspective the device did not meet its performance specification. The complaint was deemed reportable due to allegation that the device's charger plug melted, which may have caused or contributed to a serious injury.